Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and obtryx were implanted. The patient underwent a gynecological procedure on (B)(6) 2012 and polyform was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to cystocele, rectocele, pelvic organ prolapse and stress urinary incontinence. It was also reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence and dyspareunia. It was further reported that patient underwent explants due to lysis of adhesions on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.